Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliofemoral artery. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The balloon was retrieved with a snare and another balloon with the same size was advanced and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received in two sections as a result of a complete circumferential tear of the balloon material and shaft break. The distal section of the device was received on a wire and advanced through the customers sheath. Damage was noted to the distal end of the customers sheath. A visual examination identified a complete circumferential tear of the balloon material approximately 30mm distal from the proximal sleeve of the balloon. The distal section of balloon material had been pulled over the tip of the device. This type of damage is consistent with excessive tensile force being applied to the device. For investigation purposes the investigator pulled the balloon material back over the tip. A partial balloon circumferential tear was identified in the distal section of balloon material located approximately 10mm proximal of the tip to balloon bond. A visual and tactile examination identified a complete break of the shaft of the device located approximately 30mm distal of the proximal balloon sleeve. A section of the shaft together with the distal markerband was also noted to have detached from the distal section of the device. The complete break was located approximately 10mm proximal of the tip bond. This section of shaft and the distal markerband were not returned for analysis. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the tip identified no damage or any issues. The distal markerband and a section of shaft were detached and were not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliofemoral artery. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The balloon was retrieved with a snare and another balloon with the same size was advanced and completed the procedure. No patient complications were reported.